Event description:
It was reported that a perforation resulting in effusion and tamponade was observed after the delivery catheter and device were maneuvered through the tricuspid valve. Pericardiocentesis was performed to resolve the tamponade. Additionally, a new device was implanted to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.